Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). S/w 2.8c. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. The motor was tested outside of the unit and passed. Unit uploaded properly using carelink. Unit had scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer had low blood glucose. Blood glucose reading was 76 mg/dl. Customer treated with food. Customer alleged insulin pump was over delivering insulin due to low blood glucose. Customer's current blood glucose was 180 mg/dl. Customer reported symptoms were none. Customer stated displacement test was passed and customer stated insulin pump was exposed to magnetic field. Customer was using insulin pump within 48 hours of reported event. No further patient complications were reported. The device was returned for analysis